Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving baclofen 2000mcg/ml at 183.5mcg/day via an implantable pump. The indication for use was intractable spasticity. The healthcare provider reported that the patient was admitted to their ICU (intensive care unit) with symptoms of lethargy. Per the healthcare provider, there were concerns the pump maybe malfunctioning so they would like to have a company representative paged out to interrogate the pump. The healthcare provider confirmed the pump was not audibly alarming and they had notified the patient¿s managing physician¿s clinic. The reporter was redirected to the national answering service. Additional information was received the same day from the healthcare provider who reported that the patient was in the ICU (unsure if reason for hospitalization was related to the pump) and was not familiar with the pump but they aren¿t sure if the patient was getting drug from the pump, though no specific symptoms reported. The company representative came and checked the pump earlier and didn¿t find any issue and the healthcare provider was asking how they would check the catheter.